Manufacturer narrative:
Awaiting for the product return for analysis.

Event description:
On 28/05/2026, presentation to the pediatric emergency department for vision disorders, malaise without loss of consciousness, febrile headaches and the presence of hyperproteinoachia at 1.86 g/l. Due to the persistence of intense headache, a CT scan was performed and it was found that the existing shunt that was present was malfunctionning. This conclusion was supported by imaging and by acute hydrocephalus with signs of resorption transependymal predominant at the cerebellar level, probably due to dysfunction of the ventriculoperitoneal shunt. The old shunt was changed by a new one on the morning of (B)(6) 2026. The old shunt was blocked at the level of the ventricular catheter.